Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and epicardial shocking leads exhibited high out of range shock impedance measurements. The system was later explanted for an unrelated observation. No adverse patient effects were reported.